Manufacturer narrative:
The remote service engineer (rse) confirmed the nav-ring failure. The nav-ring was replaced to resolve the issue. Failure investigation is not required. Previous investigations have shown that liquid ingress due to the variability of the assembly process can cause the navigation ring to fail. Upon further review, the reported issue has been deemed not reportable. The event does not present potential risk of patient harm or injury as the device was not in therapeutic use at the time of the reported event.

Manufacturer narrative:
Date of event: (B)(6) 2021. 04mar2021 .

Event description:
The customer reported the nav ring is not working at all when trying to adjust the settings. There was no patient involvement.